Event description:
Pulmonetic systems, inc. Received the following report from a representative of user facility: dropped vent as customer was leaving school. Vent still working. Switched out vent and brought it to office. Vent working fine. Then laid vent on it's side to replaced screw and vent went crazy. Unit on internal battery for 5 minutes (at the time of event). Primary power source: ac. No patient harm.